Manufacturer narrative:
H3: device evaluation: lens was returned in a micro-centrifuge vial with moisture and residue/debris on the lens. Visual inspection found no visible damage to the lens and residue on the lens. Corrected data: b5: diopter -8.0 should be corrected to -8.5 diopter. (B)(6) 2020 should be corrected to (B)(6) 2020 and (B)(6) 2020 should be corrected to (B)(6) 2021. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -8.0 into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a longer lens due to low vault and the problem was resolved. The cause of the event is reported as unknown.